Event description:
It was reported that during central processing, the plastic tip of the sp monopolar curved scissors (mcs) instrument was observed to be broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 1.78mm x 2.83mm in size. Additional observation(s) not reported by site: the instrument was found to have a broken chassis. The broken piece was not returned, measuring roughly 8.92mm x 17.17mm in size. Components adjacent to this broken chassis did not show damage. The complaint was confirmed by failure analysis.